Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
On (B)(6) 2013, it was reported that the patient's vns device was replaced on (B)(6) 2013 due to high impedance of greater than 10,000 ohms. The explanted device was returned to the manufacturer and is pending product analysis.